Event description:
(B)(4).I was at work felt dizzy and bp and heart rate started to increase fast then blacked out. This has continued to this very day. I have gained a lot of weight, sever back/pelvic pain very fatigue all the time. And be get vaginal yeast infection out of now where.